Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 9680001-2018-00096. During an atrial fibrillation ablation procedure a pericardial effusion occurred. After ablation had been performed the patient became hypotensive. An ice catheter revealed a pericardial effusion for which a pericardiocentesis was performed along with protamine administration. The patient continued to receive blood products and was eventually transferred to surgery where a left atrial appendage perforation was repaired. The patient has remained in stable condition. There were no performance issues with any abbott device.